Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. It was also reported that the device was programmed at high output at implant as it was physiologically necessary for the patient. The output was decreased to maximize battery longevity and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.